Event description:
Customer reportedly obtained results of 90mg/dl, 170mg/dl, 165mg/dl, and 190mg/dl on the compact plus system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.